Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, at the end of the transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, it was observed upon removal of the 16fr esheath+ that the blue hdpe of the distal tip had been torn and was missing. During the procedure, no resistance was noted during insertion or withdrawal of either the sheath or the commander delivery system. The sheath had been torqued during the procedure. It is unknown at which point the damage to the sheath distal tip occurred. The missing piece was not recovered. However, aortogram was done and nothing was seen. Digital pulses were good. There was no patient injury, and the patient was in stable condition at the end of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h3, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The esheath+ was returned for evaluation. The device was visually examined, and the following was observed: liner fully expanded as designed, missing piece of sheath tip from radial tear. Scratches on distal shaft. Radial and axial tears with hdpe stretching: slanted score line present; soft tip damage. No applicable functional or dimensional testing was able to be performed due to the condition of the returned device. Imagery was reviewed and the following was observed: patient's access vessels were characterized by tortuosity and calcification. Sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has been previously documented in and investigation by edwards lifesciences. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) are captured in the investigation. These mitigations remain applicable to the manufacturing of the device. In addition, review of the work order confirmed that the device lot passed inspection testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A review of the lot history revealed no other similar returned events for the trend categories. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner as well as torn axially with a piece of tip separated and missing. The failure mode is characteristic of sheath tip tear events as described in a previously investigation by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, imagery provided shows the presence of access vessel tortuosity near the aortic bifurcation along with calcification. As per the product evaluation, there were scratches observed on the distal shaft signaling the presence of calcification. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. In this case, returned product evaluation revealed that a portion of torn distal tip was missing. A torn tip may become separated due to high push or withdrawal forces during system advancement/retrieval, typically compounded by non-coaxial trajectories between devices. While patient had tortuous and calcified anatomy, which could promote non-coaxially, no resistance was reported during system advancement and removal. Therefore, aside from improper tip expansion and patient factors being a contributing factor, a more definitive root cause for tip separation cannot be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. A corrective action preventative action was initiated to pursue potential process improvement activities regarding tip expansion.